Manufacturer narrative:
Corrected the sex of the patient from no information to female. The procedure was therapeutic and was completed. Device used for completion is not known at this time. Expiration date of the device is august 8, 2022.

Manufacturer narrative:
The device has been returned and a device evaluation completed for it. This supplemental report is being submitted to provide this information. The actual device lot # is updated to kr868090. The user¿s complaint was confirmed. The device was attached to the usg-400/esg-400 and a probe check was performed; the device failed the probe check; error code u509. Both switches were checked and found both switches are functional. A visual inspection on the received condition was performed on the device; there is some tissue build up. The ptfe pad (teflon pad) was inspected and found it is worn with no metal exposed. The distal end of the device was inspected under a microscope and found approximately 16 mm of the probe is detached; detached probe was returned. The wiper movement is normal. The consistency of movement of the handle and jaw is normal. The handle load is normal. The rotation of the knob torque is normal and smooth. Based on the similar reported events, the cause for the damaged/broken probe was determined to be attributed to the probe coming into contact with a hard or metallic surface during activation. The cause for the worn teflon pad is attributed to no tissue or insufficient tissue between the probe and jaw when the device is activated. The instruction manual (IFU) includes several warning statements in an effort to prevent damage to the device: "do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur.¿

Manufacturer narrative:
There is no patient information nor details of the procedure available at this time. The device is not returned, as such a definitive root cause of the reported complaint cannot yet be determined. Supplemental report(s) will be filed as any relevant information becomes available.

Event description:
During the reported event for a total laparoscopic hysterectomy, the device blade broke off in the patient during the procedure. The broken piece was retrieved from the patient. There was no adverse impact to the patient.